Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose levels did not exceed 500 mg/dl, and there was no indication of adverse impacts. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. The case was marked for closure by technical support, with follow-up prompting further action only if needed.